Event description:
A 28mm diameter x16mm x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at time of implant was not reported. The patient did not return for follow-up appointments from the time of implant. It was reported that the patient presented emergently with severe back and abdominal pain. The CT demonstrated that, the stent graft had migrated resulting in a type I endoleak. However, due to the patient's religious beliefs, the patient did not want any treatment or blood products introduced to his body and chose not to have any further intervention. The patient was then sent to another hospital for comfort care until the patient expired. It was reported that during the patient's stay at the comfort and care hospital, the patient decided to have an additional procedure. The patient wanted to be treated and agreed to have blood products introduced to his body. The physician ordered another manufacturer's aortic cuff stent graft, however, before the device arrived, the patient's aneurysm enlarged and ruptured, resulting in the patient's death.